Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: air/water flow issues were confirmed, c-cover had dent, a-rubber glue was separated, and angulations were out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had air/water flow issues from the air/water flow system. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that the nozzle was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the unique device identifier as it was inadvertently missed on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was or the cause of the material remaining in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing steps were performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use: cf-hq1100dl/I operation manual chapter 3 preparation and inspection shows how to detect the event. Cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope shows hot to prevent the event. Olympus will continue to monitor field performance for this device.